Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was still having concerns regarding their device or therapy but had an appointment on (B)(6) 2011. The pt reported requiring a replacement stimulator. The device lasted less than 23 months. On (B)(6) 2011,the pt reported breaking a rib as a result of lack of balance. The pt reported handicapped mobility, slurred speech, fear of falling as well as head nods (yes, yes). More than one hcp had told pt that physical deterioration was permanent and irreversible. Add'l info has been requested, but was not available as of the date of this report.